Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 06-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead impedance measurements were found to be abnormal and unstable, ranging from 200 ohms or less to 1000 ohms. Further, frequent impedance tests were performed, the implant site was changed, and the connection was checked with an external neurostimulator (ens) in an effort to troubleshoot the issue, but the impedance remained unstable. The lead was ultimately replaced as a result of the event and the issue was resolved. The patient¿s physician observed the cause of the issue to be the procedure. It was noted that ¿there was a possibility that the lead was damaged.¿ it was further noted that the lead implant ¿took time,¿ the patient¿s physical constitution was good, and the angle of puncture was steep. There was ¿a possibility that stress was applied to the lead.¿ there were no surgical interventions planned or performed and the peripheral neuropathic pain patient was alive with no injury at the time of report. No complications were reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of the lead found no anomalies; normal impedances were measured on all circuits and electrode pair combinations. If information is provided in the future, a supplemental report will be issued.